Event description:
Baxter sales representative reported that the pump went into a failure while in the ICU on a brain trauma patient. Pump was reported to have all three channels infusion at unknown rates. The nurse attempted to change the rate on channel b and the pump went into a failure stopping all three channels. According to biomed tech, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved, or the set up of the infusion device.